Event description:
It was reported that the cassette caused the pump to alarm without an error message. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter also sent report to FDA is unknown, no information provided to date.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one cassette sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the sample was received in after use condition, decontaminated and inside of a plastic bag. The sample was tested on two separate pumps, and in each test, the sample was fully priming and connected without difficulty, the pump was set running with no alarms activated thus, the customer reported issue was not duplicated. Root cause could not be determined due to the complaint was not confirmed. A CAPA was opened to investigate the no disposable alarm issue and is currently ongoing. No actions were taken due to the complaint was not confirmed. No lot or serial number was provided therefore, a device history record DHR review could not be performed.